Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event and product details. Device labeling: in order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location. Warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported 1 week post-op, iop was noted to be 10 or below and implant slightly moved from 1 mm to 2 mm towards the anterior chamber of the eye. Affected side is unknown. Treatment was provided as repositioning done by forceps. The reported event has been resolved and the device remains implanted.